Manufacturer narrative:
The lead is expected to be returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported during on going use, the right ventricle (rv) lead dislodged requiring reposition. Increased threshold and decreased sensing were observed. When the physician tried to retract the helix and reposition the lead, the helix would not retract with the fixation tool. It was also observed that tissue appeared to be in the header of the lead. The physician decided to replace the lead.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported during ongoing use, the right ventricle (rv) lead dislodged. Increased threshold values and decreased sensing values were observed. Upon repositioning the lead, the helix was not able to be retracted. Only one attempt was made to reposition the lead, and tissue was observed to be present in the tip of the lead, and therefore it was replaced. Additional information: several requests were sent to the rep for device return. No response was received.